Event description:
Hcp reported the patient was experiencing a "loss of eeffectiveness." The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.